Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous proximal left anterior descending artery. A non-bsc guide wire was successfully loaded completely through the wire lumen of the catheter. Next, a 3.5x16mm liberte stent was advanced for treatment but was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that foreign matter was found on the device.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte/veriflex stent delivery system in a carrier tube (hoop). There was blood on the hoop and manifold. There was also blood on the shaft, outer surface of the balloon folds and in the guidewire lumen. There was green foreign material (fm) in the entrance of the guidewire notch. The material and origin of the fm could not be determined. The fm was sent to the bsc material testing and characterization (mtac) lab for material identification analysis. It was determined that the material is consistent with a coating material used on mandrels that are loaded into the wire lumen during manufacturing; however, it is suspected that the same coating may be used in guidewire coatings. There was also tip damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).